Event description:
It reported that device entrapment occurred. The target lesion was located in a moderately tortuous diagonal , left anterior descending artery. The opticross 6 hd was advanced to view an implanted stent but got stuck in the stent. The catheter could not be removed and during a removal attempt, the stent became malformed. The patient was taken to open heart surgery to remove the device and have a graft placed.